Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, a black foreign material from the bronchovideoscope fell into the patient's body. There were no reports of patient harm. Additional information has been requested; however, at this time, there is no further information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertightness is not maintained due to a hole in the forceps channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: watertightness is not maintained due to a hole in the forceps channel. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.